Event description:
On 10/6/2022, it was reported by a sales representative via email that an ar-3680 fibertak button implant system fiberlink were difficult to slide. Upon shuttling the first suture limb, there was even more resistance and the fibertak anchor pulled out. The button was unable to be reloaded onto the inserter. Case was completed with another ar-3680 fibertak button implant system. This was discovered during an unspecified procedure. Additional information received on 10/6/2022: this was discovered during a sub-pectoral bicep tenodesis procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. A product history review was performed as required. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the sutures. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.